Event description:
It was reported that the subject stent got stuck at the hub of the microcatheter and could not be advanced . When the physician was retracting the subject stent it was deployed and got stuck at hub. However, the subject stent was returned for analysis and the device investigation revealed that the subject stent partially deployed within the proximal end of the microcatheter shaft. The subject stent was replaced and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was returned within the hub of the microcatheter, with the stent partially deployed within the proximal end of the microcatheter shaft. There was some deformation noted to the stent. There was kinking noted to the proximal end of the microcatheter. The distal tip of the introducer sheath was noted to be damaged. There were no anomalies noted to the stent delivery wire (sdw). The functional inspection was unable to perform as the stent had been deployed. The reported event, stent difficult/unable to transfer' and stent deployed prematurely during retraction/re-sheathing' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stent got stuck at the hub of the microcatheter and could not be advanced further. Repeated attempts failed to deliver the stent into the microcatheter. The physician tried to retract the stent into the delivery system but was unsuccessful, so the microcatheter and the stuck subject stent had to be withdrawn from the body together. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. Note: the event description indicated that the neuroform ez stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states 'the neuroform micro-delivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms the stent was returned within the hub of the microcatheter, with the stent partially deployed within the proximal end of the microcatheter shaft. There was deformation noted to the stent. The distal tip of the introducer sheath was noted to be damaged. There were no anomalies noted to the sdw. Based on the event description and the condition of the returned device sub-components, it is probable that the introducer sheath was initially assembled and positioned correctly, as noted in the follow-up good faith effort (gfe) responses. However, evidence of deformation at the distal tip opening suggests that the sheath subsequently moved distally prior to stent advancement. Such movement can occur if the rotating homeostasis valve (rhv) vent cap is not adequately secured onto the introducer sheath, allowing unintentional movement. During the subsequent advancement of the stent from the introducer sheath into the proximal end of the microcatheter lumen, the stent likely encountered resistance and was damaged by the deformed distal opening of the sheath. This damage would result in increased resistance felt by the physician during further advancement attempts. Upon realizing this, the user may then attempt to withdraw the stent. During this action, as the stent begins to transfer into the molded hub of the microcatheter, the distal bumper of the sdw can slip through the stent, leaving part of the stent deployed prematurely inside the proximal section of the microcatheter. This is aligned with the event description and the analysis findings and is one possible explanation for the findings and the available information relating to this complaint. Based on the review of all available information an assignable cause of procedural factors has been assigned to the reported event stent difficult/unable to transfer' and stent deployed prematurely during retraction/re-sheathing' and to the analysed event stent deployed prematurely during use, stent deformed, stent introducer sheath distal tip damaged .as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use/transfer.